Manufacturer narrative:
Correction b5: the event was further described as, after disconnection and trying to ¿put the tip on the end of the line¿, they were unable to and a leak of patient blood from the clave was noted. It was further stated ¿the end of the tubing had broken off¿ and was stuck inside the clave. As a result, the line was clamped and the clave was changed without further issues (omitted on initial). H10: an actual sample was received for evaluation. Visual inspection was performed using the naked eye, all components were correctly placed and according to specifications; however, it was noted the luer assembly was broken. Functional tests were performed which included pressure testing at 8 psi (pounds per square inch) and leak test. As a result, a leak was noted through the luer assembly due to the broken luer. Pull test (5 pounds) was also performed and no separation was noted. By the nature of the sample no additional testing could be performed. The reported condition was verified. Based on the sample evaluation, it was determined that the cause of the condition was due to the force applied by the user. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue with an unspecified quantity of clearlink system non-dehp solution sets; further described as, ¿they went to disconnect patient from line and went to put the tip on the end of line¿. It was also reported that the tubing broke off into the patient¿s non-baxter clave and the set was filled with blood. This issue was identified during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.